Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with (B)(4) bluetooth device was performed and failed. Unable to perform transmitter functional testing. Performed share tool data log review and found a loss of connection gap. The customer complaint was confirmed because of the loss of connection gap in the share tool data log. The probable cause is a defective transmitter. No additional event or patient information is available.